Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - health effect clinical code 4581: angle closure, h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6, -1.0/1.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was explanted due to angle closure with elevated iop(30mmhg)(assesed on (B)(6) 2023), and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as user error, narrow angel in myopic patient. Episodes of high preesure when dilated pupil.

Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm) claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vtich 12.6 implantable collamer lens of diopter +4.0/+1.5/89 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced an excessive vault, angle closure and elevated iop. On (B)(6) 2023 the lens was explanted and the problem was resolved. Additional information provided: "patient was offered an icl exchange for smaller lens and refused at the moment". The reporter indicated the cause of the event is user error and the device failed to perform as intended. Cause details provided: "narrow angle in hyperopic patient. Episodes of high pressure when dilated pupil". Claim#: (B)(4).